Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158

Event description:
It was reported that the patient went to the ER (emergency room) with hyperglycemia. Blood glucose (bg) values reached 304 mg/dl while wearing the pod longer than 48 hours. The patient reported he did not feel his pump was delivering insulin as he had been higher than usual. The patient went to the ER with symptoms of feeling flush, hot, malaise, fatigued and foot pain associated with his neuropathy. For treatment, the patient was given intravenous (IV) fluids and diagnostic tests were conducted. The patient was at the ER for 6 hours. The patient was wearing the pod at time of ER visit and continue to wear once home until receiving a pod expired alarm.

Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. The pod generated an 0x1c expiration alarm. The device was confirmed to have run for 80 hours. No damages or deficiencies were observed that would affect insulin delivery. The pod functioned as intended.